Event description:
(B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented stable angina and the index procedure was performed. The 90% stenosed, 2.5x18mm, de novo, eccentric, type b2 with timi 3 flow target lesion was located in the bifurcation area of first diagonal branch. The physician treated the lesion with pre-dilatation and placement of a 2.75x24mm promus element ¿ stent at 16 atmospheres, resulting in 0% residual stenosis with timi 3 flow. Two days post procedure, the patient was discharged from the hospital. In (B)(6) 2014, the patient presented with coronary artery restenosis in the mid left anterior descending (lad) artery. In (B)(6) 2014, the physician performed coronary artery bypass graft surgery (CABG) for the treatment of mid lad. Post procedure, the patient was recovered with ongoing antiplatelet medications (aspirin and clopidogrel).

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).